Manufacturer narrative:
Further details of the event were provided: the medtronic representative who was present for this case requested that the surgeon periodically verify system accuracy during the case. Initially, the accuracy was verifiable but the surgeon felt the need to re-register the patient (repeat o-arm 3d acquisition and pointmerge registration) due to questionable accuracy while he was operating. Each time the surgeon alleged the system was no longer accurate, he was able to re-register the patient and reconfirm system accuracy. The surgeon did not indicate the s7 was the cause for this screw placement. He indicated he wasn't sure how it happened.

Manufacturer narrative:
Patient identifier not made available from the site. It was reported to the medtronic representative that, after the procedure, the patient was imaged and tested and did not show any symptoms of harm, there was no impact on patient outcome. It was noted that this patient had previous anterior cervical discectomy and fusion (acdf) surgery which made the anatomy even more prone to movement. System was checked-out and is fully functional. On 09/01/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/17/2015 a medtronic representative, following-up at the site, deemed the navigation system was not inaccurate. Throughout the procedure, the medtronic representative reminded both surgeons to confirm accuracy several times. While placing the suspect screw, both surgeons commented several times regarding the system accuracy. As a precaution, they had a c-arm in the field and utilized live fluoro images from a lateral perspective to not only confirm navigation accuracy, but to ensure the non-navigated screw followed the desired trajectory and depth during screw placement. They did not navigate the actual screws, which makes it difficult to quantify inaccuracy. The surgeon used a suretrak2 array on a non-medtronic drill and a passive planar ball to identify the desired screw trajectory, then placed the screws without navigation. The surgeons thought the screw would follow the track previously created. The surgeon held up the navigated probe periodically to give him an idea of the appropriate trajectory before placing the screw, however, it is impossible to determine if he maintained the exact angle provided by the navigation system. The medtronic representative followed-up several days after the surgery and was told the patient was still doing well. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a c1-c5 fusion procedure,the surgeon discovered that the left c1 pedicle screw was placed laterally through the vertebral artery foramen. The surgeon was using a non-navigated driver and screw system. Surgeon used cranial reference frame with articulating arm and mayfield against the medtronic representative's recommendation to use spine frame and clamp. Surgeon liked initial spin, felt accurate with navigation, and the c3-c5 lateral mass screws were placed successfully. The surgeon then needed to do more exposure to reach c1 and c2 vertebrae and, as a result, moved the anatomy too much, then deemed being inaccurate. They switched to a spine frame and clamp and clamped to c5 spinous process and re-spun; the surgeon verified accuracy at this point. The surgeon then added retractors back to the field and made more adjustments which moved anatomy enough again for him to feel inaccurate. The surgeon decided to perform a pointmerge registration using the previous scan and the existing lateral mass screws as the landmarks, which was successful and they had 1.5 error metric and large green sphere of accuracy which he verified himself. The surgeon then proceeded to put in c1 and c2 pedicle screws, while using c-arm fluoro to confirm throughout. After the pedicle screws were placed, a 3d confirmation spin was taken which confirmed the left c1 pedicle screw was lateral and breached the vertebral artery foramen. The surgeon consulted with a colleague and they decided to leave the screw and complete the fusion. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.